Event description:
It was reported that during a laparoscopic right hemicolectomy procedure, the active blade sheared off. The loose active blade was retrieved from the pt. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.